Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a temperature issue and preventive maintenance 2000hrs service needed. Per follow up information received via email on 18oct2023, device was sent to bd-approved facility for evaluation. The issue was not resolved yet. Not yet known what was done to repair and there was no patient involvement. The issue has been detected during the preventive maintenance by the technician. The temperature issue was not cooling.

Event description:
It was reported that there was a temperature issue and preventive maintenance 2000hrs service needed per follow up information received via email on 18oct2023, device was sent to bd-approved facility for evaluation. The issue was not resolved yet. Not yet known what was done to repair and there was no patient involvement. The issue has been detected during the preventive maintenance by the technician. The temperature issue was not cooling. Per sample evaluation results on 13nov2023, it was reported that the level sensor was cracked. The fill tube was dirty. Device underwent 2000hrs preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that t4 remained at 26c and that there was no water in the chiller tank. The mixing pump was replaced. It was also noted that the level sensor was cracked. The fill tube was dirty. Device underwent 2k pm. The level sensor was replaced. The fill tube was replaced. The circulation pump, heater, and drain valves were replaced. Device passed applicable testing. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.